Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip was unable to be inserted into the cannula during a surgical procedure. The laser probe was exchanged and the surgery completed with no harm to the patient.

Manufacturer narrative:
No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe was manufactured on april 5, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three (3) 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed no obvious nonconformities. Further evaluation found two (2) samples to have excess adhesive near the cannula-nitinol junction and failed to pass through the trocar. The complaint was confirmed. The root cause of the reported event can be attributed to ineffective removal of excess adhesive on the cannula-nitinol junction. The manufacturer internal reference number is: (B)(4).